Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also available for testing and evaluation, but the report is not available as of this writing. Additional information has also been requested and will be submitted within 30 days upon receipt.

Event description:
When the physician tried to deploy the stent, a hole was observed at the proximal part of the stent delivery system balloon. The stent was partially deployed due to this hole and an additional balloon was used to complete deployment.